Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the 1st proximal strut of the stent flared outwards in a distal direction, the stent struts were raised from the balloon at several locations along length. A kink in the stent at 14mm distal to the proximal end of stent was also noted. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several kinks along the hypotube shaft. A visual and tactile examination found no issue with the polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 04-may-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the left circumflex artery. After pre-dilation was performed using a compliant balloon catheter, a 38x2.75mm promus premier¿ drug eluting stent was then advanced but failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.